Event description:
Dexcom was made aware on 11/05/2024 via stelobot, it was reported that a skin reaction at the puncture site occurred. The sensor was inserted into the back of upper arm on (B)(6) 2024 and was cleansed with alcohol prior to insertion. Date of event is an approximation. On (B)(6) 2024 the symptoms included redness, inflammation, discoloration, pustules, drainage, and an abscess (infection) at the puncture site. He had pain in the area. He consulted a healthcare provider at urgent care on (B)(6) 2024, and treatment included an incision and drainage to resolve the infection at the site. Although additional event information was requested, no other treatment was specified. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).